Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had fever for multiple weeks. The patient had undergone transthoracic echocardiogram which showed possible vegetation on the lead. Furthermore, cultures were done and came back positive. The physician elected to remove the system. There were no additional adverse patient effects reported. The rv lead was explanted.